Event description:
We received communication from FDA that an MDR was submitted on our behalf by the end user with the following description: "stairlift stopped part way up and required first responders to rescue me."